Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that unrelated lead noise was observed during the initial implant procedure after the pocket was closed. The physician attempted to reconnect the lead, but was unable to due set screw damage. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported set screw anomaly and noise could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field events could not be determined.